Event description:
During renasys use right target ulcer increased in size.

Manufacturer narrative:
It was identified that the complaint had previously been reported to the FDA under 3006760724-2017-00026 and all future communication regarding this incident will be provided using this code report number.